Event description:
It was reported that the physician implanted a gore helex septal occluder in 2008 to close a pt foramen ovale. At a 3 year follow-up, a residual leak was noted superiorly under the device at the aortic knob. A 25 mm helex device was implanted to close the residual leak. The pt was doing well following the procedure.

Manufacturer narrative:
After checking with the physician, the lot # is unk and unavailable. The device remains implanted, so no analysis of the device could be completed.